Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), back pain ("back pain"), abdominal pain ("abdominal pain"), dyspareunia ("pain during intercourse"), abdominal distension ("excessive bloating"), abnormal weight gain ("excessive weight gain"), arthralgia ("joint pain"), fatigue ("chronic fatigue"), memory impairment ("memory issue") and alopecia ("excessive hair loss"). The patient was treated with surgery (essure removed). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, back pain, abdominal pain, dyspareunia, abdominal distension, abnormal weight gain, arthralgia, fatigue, memory impairment and alopecia had not resolved. The reporter considered abdominal distension, abdominal pain, abnormal weight gain, alopecia, arthralgia, back pain, dyspareunia, fatigue, memory impairment and pelvic pain to be related to essure. The reporter commented: in or around 2010 or 2011, plaintiff underwent essure procedure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 4-jun-2020: pif received: case become serious incident from non serious incident as removal details updated. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.